Manufacturer narrative:
The patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned dry in a lens case/vial. Visual inspection found the haptic broken. Corrected data: the correct report source is distributor, not user facility. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.5/097 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens tore during delivery into the eye. The lens was explanted on (B)(6) 2016 due to low vault, lens rotation/dislocation. The patient experienced loss of best-corrected visual acuity. The lens was exchanged for another same model but different diopter lens. The exchanged lens resolved the problem. The patient's post-op best-corrected visual acuity was 20/20.